Event description:
It was reported that a spectrum pump failed flow rate test during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was sent for flow volume testing and ran at a rate of 40ml/hr with a vtbi of 40 for 60 minutes and delivered with error percentage of 4.38. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.